Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal and a delaminated upstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a corroded printed wiring assembly board. As a result, the seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen turned black when powering on. During physical inspection, it was found that there was a detached downstream occlusion seal and a delaminated upstream occlusion seal. There was no patient involvement, no patient injury was reported.